Manufacturer narrative:
Lifescan has requested the return of the subject strips for evaluation, but has not yet received them. If the strips are returned, lifescan will evaluate them and, if the strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
A pt reported blood glucose results of 52 mg/dl and 104 mg/dl with a lifescan meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceed the expected value of lesser than or equal to 20% and/or lesser than or equal to 20 mg/dl, thereby indicting a potential malfunction of the meter in terms of precision.